Manufacturer narrative:
This report is submitted on september 20, 2023.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss (specific date not reported). There are no plans to re-implant the patient with a new device as of the date of this report.